Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance as well as oversensing. It was also reported that the right ventricular (rv) lead exhibited high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.